Event description:
During procedure of draining pleurx catheter, tip of drainage insertion device broke off into the pt's pleurx catheter tube. Able to remove using sterile tweezers with no negative effects, however, pleurx catheter drainage it should be looked into in order to rule out faulty device. The device was not saved.